Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed capture anomalies. The patient was in a nursing home and was actively dying which was suspected to have contributed to the reported capture anomalies. On (B)(6) 2016 the patient deceased. There was no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).